Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h4: the device manufacture date has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. B5: upon further investigation, additional failures were identified. The event description has been updated accordingly.

Event description:
It was reported by germany that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky. It was further observed that the device had component damage, worn bearing and gear, would not run, would not hold/secure battery, had a leak tightness test failure and the etching on the labeling was illegible. It was further determined that the device failed pretest for general condition, markings, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check general function of device. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h4, g1-1: the device manufacture date and the manufacturing site name are currently not available. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI:(B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky. It was further observed that the device had component damage, worn bearing and gear, would not run and leak tightness test failure. It was further determined that the device failed pretest for general condition and markings. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.